Event description:
Pt admitted in 2002 for altered mental status and hypotension. K+ 2.9 on admission. New onset cyanosis toes left foot. Md ordered hemofiltration due to pt's condition. Hemofiltration unit arterial pressure line alarming. The next day unit checked. Recalibrated. Still showing error. Baxter support contacted. New transducers ordered. The next day replaced transducers. Still problem with arterial pressure. Baxter support contacted multiple times. The next day replaced transducer pcb. Error still present. Service rep in reportedly fixed unit. Unit in use on pt four days later. Intermittently functioning but circuit clotting off. At 0400 resumed hemofiltration, pt condition deteriorated expired 0555.